Event description:
On november 27th, 2022, scientia vascular personnel was notified that during the use of an a14-200-002 guidewire the physician reported that a micro-perforation of the vessel was experienced when navigating the guidewire up to the treatment site. The patient was fine and the physician was able to successfully complete the procedure.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.